Event description:
It was reported that the pt is a known renal failure pt previously treated with peritoneal dialysis. Recently the decision was made to start with hemodialysis to treat his condition. A next step dialysis catheter was inserted in a clinic earlier this month. The catheter hub subsequently developed a leakage by the blue hub at the venous port when fluid was injected into the port. The catheter hub was successfully replaced today by means of a repair set at another hospital's interventional radiology department. The pt is currently receiving treatment at this hospital. The date when the leakage was reported from insertion to date is unclear at this stage. There was no reported delay, death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.